Event description:
The pk papyrus covered stent system was selected for treatment of a type iii cs/IV perforation in the distal lad, occurred during treatment with several des. The stent caught on left main stent and stripped off balloon. Two other pk papyrus were implanted and the perforation was successfully sealed.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The most probable root cause for the reported event is related to the patients anatomy (i.e. Previously implanted stent). The treating physician rated the outcome as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The most probable root cause for the reported event is related to the patients anatomy (i.e. Previously implanted stent). The treating physician rated the outcome as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.